Event description:
An incident report sent by the (B)(4) reported that patient underwent primary knee surgery on (B)(6), 2002. Revision surgery was performed on (B)(6), 2012 due to aseptic mobilization.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Product was not returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.if hospital releases product and it is returned and evaluated, a follow-up report will be sent to the FDA.this report filed (B)(4), 2012.

Manufacturer narrative:
Evaluation found that the implanted femoral component was a size medium and the bearing was a large. The surgical technique recommends that the femoral component and bearing are of the same size so the articulating surfaces are perfectly conformed to each other and the load is evenly distributed. Although there are no recommendations to match the size of the tibial tray with these two components, the selected size should most closely match the patient's anatomy. However, the returned tibial component was one of the smallest sizes available, which, when used with a large bearing, does not provide sufficient area over which the bearing can articulate. Subsequent bearing overhang may have contributed to the wear evident on the inferior surface. Cementing on the back of the femoral component appeared uneven and may indicate the implant was positioned too far medially, with overhang from the bone. The tibial component also does not appear to show full coverage of cement although this could have been removed from the tibial tray during the removal procedure. The reason for aseptic loosening of the components could be due to a combination of factors such as cementing and component selection, but without radiographs, this cannot be confirmed.